Manufacturer narrative:
Explant date: (B)(6) 2011. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 13699935/13483209, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had an explant due to staphylococcus aureus infection. No further information could be obtained.